Event description:
Customer called in to report the insulin pump alarmed for motor error during the bolus process. Blood glucose reading at the time was 373 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty gold force sensor resistor. The motor was tested outside of the device and passed. No motor error alarms were noted during testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, and scratches on the reservoir tube window.